Manufacturer narrative:
PMA/510(k)#: k182980. The zib device of unknown lot number involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. As the lot number of the complaint stent is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zib devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use states the following: ¿the stent has not been designed to inhibit tumor ingrowth. Tissue may grow through the stents¿. There is no evidence to suggest the user did not follow the IFU. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to patient pre-existing conditions. From the information provided it is known that the patient had pancreatic adenocarcinoma. It is possible that the patient¿s pre-existing condition contributed to the event of occlusion. The complaint is confirmed based on customer testimony. According to the initial reporter, the patient required secondary intervention(occluded stents were percutaneously revised except for 5 of 7 uncovered stents that were endoscopically revised). Complaints of this nature will continue to be monitored for potential emerging trends. Attachment: [dhondt 2019.pdf].

Event description:
(B)(6). ¿no advantage of expanded polytetrafluoroethylene and fluorinated ethylene propylene¿covered stents over uncovered nitinol stents for percutaneous palliation of malignant infrahilar biliary obstruction: results of a single-center prospective randomized trial.¿ procedure: the initial choice of uncovered stent was the za biliary stent (cook europe, limerick, ireland), which is a handwoven nitinol sems with a z-configuration. The 10-mmdiameter version has a length of 6 or 8 cm. After fabrication of this device was stopped in (B)(6) 2008 the study continued with its successor, the laser-cut nitinol zilver sems, with the same dimensions. The stenosis was dilated with an 8¿10-mm percutaneous transluminal angioplasty balloon (synergy [boston scientific] or mars [optimed, ettlingen, germany]). Stents were routinely placed during the same procedure across the papilla of vater. In cases in which the tumor was located at a distance from the papilla, suprapapillary stent placement was an option. Patient case 3: cholangiography of tumor ingrowth in a 72- year-old woman with pancreatic adenocarcinoma who presented with obstruction 148 days after 10-mm uncovered stent placement. Cholangiography shows dilated intrahepatic ducts with irregular contrast medium filling of the stent and contrast medium stasis halfway through the stent. Occluded stents were percutaneously revised except for 5 of 7 uncovered stents that were endoscopically revised.

Manufacturer narrative:
PMA/510(k)#: k182980. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Dhondt - ¿no advantage of expanded polytetrafluoroethylene and fluorinated ethylene propylene¿covered stents over uncovered nitinol stents for percutaneous palliation of malignant infrahilar biliary obstruction: results of a single-center prospective randomized trial.¿ procedure: the initial choice of uncovered stent was the za biliary stent (cook europe, limerick, ireland), which is a handwoven nitinol sems with a z-configuration. The 10-mmdiameter version has a length of 6 or 8 cm. After fabrication of this device was stopped in march 2008, the study continued with its successor, the laser-cut nitinol zilver sems, with the same dimensions. The stenosis was dilated with an 8¿10-mm percutaneous transluminal angioplasty balloon (synergy [boston scientific] or mars [optimed, ettlingen, germany]). Stents were routinely placed during the same procedure across the papilla of vater. In cases in which the tumor was located at a distance from the papilla, suprapapillary stent placement was an option.